Manufacturer narrative:
--

Manufacturer narrative:
The field representative reported that the patient's physician plans to continue to monitor this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Subsequently, we received information that a procedure took place and the rv lead was explanted. It was successfully replaced with a dual coil rv lead. The device remains in service with the new rv lead. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Additional information suggests the previously reported issue was related to the implanted cardiac resynchronization therapy defibrillator (crt-d) not the right ventricular defibrillation lead. There have also been additional reports from the patient regarding pain near the pocket area. Information received from that local area sales representative indicated this patient has switched physicians multiple times and tends to be on edge. There were still no plans for additional intervention.

Event description:
Boston scientific received information that high shock impedance measurements of greater than 125 ohms were detected on this right ventricular defibrillation lead via the latitude patient management system. The patient's physician tested the integrity of the lead and device system by performing a dft test in the lab. The patient's device and lead functioned normally during testing and the shock lead impedance measurement was 85 ohms. Therefore, no changes to the system were made at that time. The patient had no adverse events from this test. Approximately 6 months later, another high, out of range shock impedance measurement was detected via the latitude patient management system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis was unable to confirm the clinical observation.

Event description:
Additional information received that this device was explanted and replaced for an unrelated reason.